Event description:
The manufacturers rep reported that on 03/06/2006 the compounded baclofen drug in the pump was removed and replaced with liorseal 2000mcg/ml. A bridge bolus was not done. The pt was contacted later in the afternoon and was fine. The pt presented to the clinic the next day with complaints of being very weak and not being abile to stay awake. The pt was admitted to the emergency room, the catheter was aspirated, the pt was intubated and sedated. No physostigmine was given as the pt's heart rate was low. The hcp will be admitting the pt to an intensive care unit bed and is anticipating weaning the sedative. A follow up report will be sent if additional information is received.